Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the right ventricular exhibited high capture threshold and high pacing impedance. The lead was not used and was replaced. The patient was doing well and discharged post procedure.

Manufacturer narrative:
The reported events of high capture threshold and high lead pacing impedance were not confirmed. As received, a complete lead was returned in one piece. Analysis was normal. No anomalies were found.